Event description:
It was reported the patient had implantable neurostimulator (ins) replacement surgery 2014-(B)(6) for the new device.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l44798, implanted: 1999-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 7434-e, serial# (B)(4), implanted: 1999-(B)(6), product type programmer, patient. Product ID 7495-51, serial# (B)(4), implanted: 1999-(B)(6), explanted: 2013-(B)(6). Product type extension. (B)(4).